Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. UDI number is (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a vamp jr. Tubing was broken and detached near the distal end of the vamp draw port upon removal from the package. Nurse noticed line set-up was completely separated into 2 pieces. Separation was distal to the vamp draw port just prior to the proximal 3-way stopcock. No patient injury reported. Patient information was not shared.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. UDI number is (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a vamp jr. Tubing was broken and detached near the distal end of the vamp draw port upon removal from the package. Nurse noticed line set-up was completely separated into 2 pieces. Separation was distal to the vamp draw port just prior to the proximal 3-way stopcock. No patient injury reported. Patient information was not shared.

Manufacturer narrative:
The report of tubing breakage was confirmed. Pressure tubing was found completely broken from the bond joint with female connector at distal end of vamp jr system. Cross surfaces of broken tubing appeared rough and uneven. No other visible damage was observed from returned kit. Per product evaluation findings the tube was broken and not detached, therefore this is no longer a reportable event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.